Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. - [(B)(4)- torre 2005.pdf]

Event description:
It was reported via journal article: "title: side effect of polydioxanone" authors: f. Della torre, e. Della torre and f. Di berardino citation: not reported. This case study reported the delayed hypersensitivity due to polydioxanone (pds ii). It was reported that a (B)(6)-year-old woman was operated on for arthrodesis of the right wrist. Ten days after the operation the surgical wound in the volar face of the right wrist was closed, but she was suffering for pruritus and erythema in the site of the wound. These symptoms were worsening day by day with a bad oedema, vescicles and exudates. The authors tested the filament used in the suture and after 48 hours was observed an erythema, infiltration and papules that lasted for 96 hours. The patient was treated locally with an antibiotic drug, mercury-chromium, and an anti-inflammatory drug, corticosteroid ointment and the patient needed 6 months to recover. Polydioxanone polymer has been found to be nonantigenic, on pyrogenic and elicits only a slight tissue reaction during absorption.